Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l48278, implanted: (B)(6) 1997, product type: catheter . (B)(4).

Event description:
On (B)(6) 2015 the consumer reported that at a refill in (B)(6) 2013 the healthcare professional (hcp) withdrew all of the medication that was put in the pump. It was noted that this happened several times. The pump was used to deliver morphine at an unknown dose and concentration. The indication for use was noted to be non-malignant pain, failed back surgery syndrome and the patient reported that they are in the final stages of liver failure. Further follow up was done to determine the cause of the issue or if any trouble shooting was done, if additional information is reported a supplemental report will be sent.

Manufacturer narrative:
Patient code- (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that volume discrepancies were noted on past refills. Patient stated on one occasion "all the medication was left in the pump" and on another occasion "I think there were over 10". When patient service specialist (pss) asked what "over 10" was, patient stated "10 what ever is in the pump.. Like cc". Patient stated he was in horrible pain and was in a lot of pain. Patient stated he was suffering so much from the pain and he passed out and hardly able to walk. Patient stated the hcp told him there was nothing they could do to check to see if the pump/catheter was working but replace the pump. Then patient stated the hcp wanted to do a dye study but no one from the manufacturer showed up. Patient stated the hcp said they were getting a run around from the manufacturer. Patient stated he was in the final stages of (B)(6) due to a car accident. No further complications were reported.